Event description:
The device memory download was obtained and analysis showed that there was one confirmed low out of range shock impedance measurement. All other shock lead diagnostic data appeared to be normal. It was determined that the device was operating as expected. The device remains implanted and is still in service at this time.

Event description:
Additional information became available that this patient underwent another nips procedure but this time with a high energy shock. The lead then produced a 43 ohms impedance measurement following testing. The physician inquired why a low energy shock came back with low out of range impedances, and a high energy shock came back with normal impedances? As a result a memory download will be performed and sent in for evaluation. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient recently underwent a non-invasive programmed stimulation (nips) procedure. During the procedure, impedances of less than 20 ohms were noted. Boston scientific technical services (ts) stated to check daily measurements, and they were stable in the past. Ts suggested to do further commanded shocks to verify the lead integrity as this could be a potential lead issue. The shock impedances during the nips testing were less than 20 ohms. The physician elected not to pursue the testing any further, the patient is wearing a lifevest for now. To date, no adverse patient effects have been reported, and the lead and device remain implanted.